Event description:
Senseonics was recently made aware of an incident where the patient experienced skin atrophy at the location where the eversense sensor was inserted. The eversense sensor was removed by his healthcare professional. The eversense sensor was inserted and removed at the same healthcare facility.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The device was not defective. The sterilization record for this lot of sensor was reviewed and the sensor was sterilized as per specifications. Potential for development of skin atrophy at the sensor site is a known and anticipated potential adverse effect. The skin atrophy typically resolves over time once the sensor is removed. There were no serious injuries reported by the user. The sensor was removed at the request of the patient.